Manufacturer narrative:
(B)(4). Batch #: r94h9a. Investigation summary, the analysis results found that the device was received with the tissue pad detached and returned with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nissen fundoplication the surgeon calibrated the harmonic ace+ shears and the instrument was ready for use. When the shear was placed on the tissues of the patient to dissect the tissue, the generator kept giving the audible tone feedback but the shears did not dissect the tissue. This was later repeated again by using the min and max button on separate occasions. There was no simultaneous cutting and coagulation and cutting effect of the shears upon grasping of the tissues intended for dissection. The faulty harmonic ace+36 shears was then taken cleaned and quarantined.